Manufacturer narrative:
(B)(4). Device evaluation of the subject microcatheter could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. It was presumed that tensile stress applied to the microcatheter exceeded the product's design limit while the tip was being trapped possibly by the target lesion. Although device investigation could not be conducted, reviewing of the production records showed no anomaly. All the shipped products were inspected in the production process for meeting the product specifications and release criteria. Therefore, it was concluded that there was no indication of product deficiency. Instructions for use states that: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the broken tip of an asahi microcatheter was found on a concomitant guide wire in the anatomy during a plain old balloon angioplasty to treat an unspecified lesion in the coronary artery. Unspecified remedial action was taken with an unspecified device to retrieve the tip requiring extra doses of radiation and contrast media. No further information could be obtained.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Event description:
It was reported that an asahi guide wire was advanced via the radial artery to a severely calcified cto in the mid lad during a pci. The guide wire crossed the lesion with difficulty followed by an asahi microcatheter. The microcatheter could not cross the distal cap; therefore, it was removed when its tip was found remaining on the guide wire. Unspecified remedial action was taken with an unspecified device to successfully retrieve the separated tip. The procedure was resumed with a non-asahi guide wire and non-asahi 2.0x20mm balloon catheter. Pre-dilation was performed three times at a maximum pressure of 16 atm for a total duration of 30 seconds. The balloon was replaced with a non-asahi 3.0x20mm balloon to dilate in the same manner. A non-asahi 3.0x28mm des was deployed and post-dilated with 3.5x8mm and 3.5x15mm balloons. Another non-asahi 2.5x23mm des was deployed at 18 atm for 10 seconds. The final angiogram showed reestablish blood flow of timi 3. The patient status after the procedure was reportedly normal.

Manufacturer narrative:
The microcatheter and its separated tip were returned for evaluation. Microscopic observation found that the shaft strands proximal to tip breakage were disarranged due to accumulated torsion. On the remaining tip surface, circumferential cracks were observed that suggested the tip became separated due to tensile stress. Stretched lumen polymer was also observed at the tip breakage end. The separated tip was approximately 2.3mm. A longitudinal scratch was observed on the tip surface. Distal to the tip breakage end, multiple dents that were assumed to be made by interfering calcium were observed. Circumferential cracks were observed distal to the tip breakage end. The breakage edge was notched. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the severely calcified cto, and that stress led the catheter tip to be damaged and eventually separated along removal from the anatomy. There was no indication of product deficiency. Although no adverse patient effects were reported, tip was severely damaged so that a possibility could not be completely ruled out that some fragment(s) might be left in the anatomy. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.